Event description:
It was reported that during a follow-up session, interrogation of the device found that it had mode switched to vvir and could not be programmed back to dddr. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Event description:
The device was eventually explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: icm09jb53 lead, implanted: (B)(6) 2008. (B)(4).